Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had a broken tip. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a broken main tube approximately 45.37mm from the distal tip. A piece of the main tube is detached from the proximal clevis. The detached piece measures 4.50mm from the proximal clevis. No material was found missing. Components adjacent to this broken main tube do not show damage. Additional related observation(s) not reported by site: the instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.83mm. The grips were not found to be cracked. Further inspection found a piece of the main tube detached from the proximal clevis causing a detached fragment. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.